Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Customer's blood glucose was 125 mg/dl. Device did not react when the battery was inserted. Customer mentioned the battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery change due to power connector on battery tube not plugged in properly into connector on interface board. The insulin pump had a cracked reservoir tube lip and missing end cap sticker.